Manufacturer narrative:
DHR review demonstrated there were no nonconformances associated with the product and the product met quality release criteria.

Event description:
A female consumer, over the age of 18 years, reported that the cotton from the tampon was coming off inside of her and caused her to go to the hospital due to an infection. When the consumer was contacted on (B)(6) 2020 she reported that she sought medical attention at planned parenthood on (B)(6) 2020. She stated that she was diagnosed with bacterial vaginosis and prescribed vaginal cream (name not provided). Consumer stated that tests were performed but did not provide the tests or results. At the time of this report no additional follow up was required and the consumer was recovering.